Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings issue. Customer support has made several attempts to contact the reporter in follow up, however, no further information was available. If further information is provided, a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings and it may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2019 with the following findings: during investigation, the available pump history shows no evidence of delivery or history setting malfunctions. The tdd basal history adds up correctly with the users basal program. The pump passed all required testing for history settings. The complaint was reported on (B)(6)2018, according to the pump history the pump was in use for deliveries until (B)(6)/2018 . Due to continued use all pump history for time of complaint has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.